Event description:
A build-up of air was noticed in the patient manifold component of the acist injection disposable kit. There was no adverse effect on the patient. The air was first noticed during the 2nd and 3rd cases while using this single-use kit. But there was no air or other problems noticed during the first case.